Event description:
It was reported that there was a missed refill. Patient was ten days past their refill date. It was further stated that there had been difficulty trying to get the pump refilled. It was reported that the company that primarily did the patient¿s refill, was requiring a payment and a contract to do the refill in the hospital. Patient reported that the day prior to report ((B)(6) 2013) the patient was going to be transported to have the refill done but they ran into ¿a liability after the refill and did not transfer the patient.¿ it was reported that the patient had not heard an alarm but just knew that the refill date was about 10 days ago. It was reported that the patient was placed on a pca pump with dilaudid. It was reported that the facility that patient was at did not work with pumps. It was unknown what the pump was delivering. Additional information reported that the patient had been ¿admitted because of back pain, not because of the pump.¿

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.